Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent during preparation. Another device was used to successfully complete the liver biospy procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the distal tip of the cannula was severely bent and mushroomed in an outward direction. Microscopic examination noted that the distal end of the stylet notch was gouged from contact with the distal tip of the cannula. The stylet tip was also bent outward from the notch approximately 15 degrees. The co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."